Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), competitor implantable tachy lead, (B)(6) 2004; 6947, implantable tachy lead, (B)(6) 2004; (B)(4), implantable tachy lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the pace/sense lead dislodged post implant with elevated threshold. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead distal electrode was covered in body tissue/fibrotic growth and the lead had apparent explant damage.